Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient stated that there was blood coming out of the patient line. No event date was provided. Upon follow up with the nurse it was confirmed that there was blood in the line and that the patient was now recovered. No further information was available from the nurse.

Manufacturer narrative:
Clinical evaluation: the file has been assessed for the necessity of the performance of a clinical investigation. There is no documentation or indication that any fresenius device(s) caused or contributed to the reported blood coming out of the patient line. Additionally, there is no report of a serious adverse patient outcome as a result of the blood in the patient line. The patients¿ nurse reported the patient was ¿now recovered¿; however, did not provide any additional information. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available regarding a serious adverse event experienced by a patient and/or user related to a fresenius device(s), please re-submit for a clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly. Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient stated that there was blood coming out of the patient line. No event date was provided. Upon follow up with the nurse it was confirmed that there was blood in the line and that the patient was now recovered. No further information was available from the nurse.